Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 6.1 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted however, the display did fade to a black screen due to the display back light timeout that is set in the pump utilities menu. The insulin pump was received with no button response due to corrosion on the keypad assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify stuck button alarm due to no button response. The insulin pump was received with scratched case, case cracked behind the pump on the battery compartment, broken battery tube threads, end cap address label fading, pillowing keypad overlay, and minor scratched lcd window.